Event description:
It was reported to medtronic minimed that the customer needed to get back into smartguard after the medical procedure, put it on temp target in smartguard for 8 hours, kept the pump on during the procedure, suspended the pump when it dropped the sensor glucose to 80 from 150. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). Troubleshooting was identified. The event involved product(s) mmt-332a, unomedical, mmt-7040a, mmt-1884l. The customer was requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve it. No further patient complications were reported. The customer would continue to use of the devices, no product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.